Event description:
It was reported that the intraocular lens was removed and replaced with a monofocal lens due to the patient's complaints of glare at night. The physician stated, the need for removal was not associated with a defect in the lens. Halos and glare are a known and labeled possible side effect of multifocal lens implant.

Manufacturer narrative:
The device was discarded by the user facility. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.